Manufacturer narrative:
Concomitant: 3058 mgu ipg, implanted: (B)(6) 2017; 3037 neuro programmer, implanted: (B)(6) 2017; 3889-28 mgu lead, implanted: (B)(6) 2017.

Event description:
It was reported that the patient experienced palpitations and an increased heart rate. It was noted that the right atrial (ra) lead exhibited intermittent undersensing and low amplitude p-waves. The ra lead was reprogammed and remains in use. No further patient complications have been reported as a result of this event.